Event description:
A lower than expected immulite 2500 hcg result was obtained on a pt sample. The original sample was retested with an hcg result more inline with historical results for the pt. The discrepant result was not reported and pt treatment was not altered. There was no report of adverse hlth consequences due to the discordant hcg result.

Manufacturer narrative:
A siemens field svc engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicate that the cause for the discordant hcg result is unk. The instrument is performing within specs. No further eval of the device is required.